Event description:
It was reported that the patient underwent an additional lead procedure (testing) of the right ventricular (rv) lead (exact details not provided) due to failure to capture and high thresholds. The lead remains in service and no additional adverse patient effects were reported.

Event description:
It was reported that the patient underwent an additional lead procedure (testing) of the right ventricular (rv) lead (exact details not provided) due to failure to capture and high thresholds. The lead remains in service and no additional adverse patient effects were reported. Additional information received indicated the lead was repositioned with positive results.